Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735699, serial/lot #: (B)(4). A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site's navigation system boots into a black screen when logging in, then it eventually goes back to the login screen. The rep was able to log into admin. A reboot did not resolve the issue. No patient was present.